Event description:
It was reported that a system error (se) 2240 (air in line/set) alarm occurred during dwell three of four on the home choice (hc). The home patient (hp) was connected at the time of the event. The hp stated that clamps were left opened on unused supply lines. The hp also indicated that they had previously disconnected from the patient line without using proper disconnect procedures. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.